Event description:
It was reported, the headpiece was not working properly on the eye surgery stretcher. No adverse consequences are reported.

Manufacturer narrative:
Evaluation by the service technician identified corrosion on the gears of the headpiece. This is most likely a result of failure to follow the cleaning instructions stated in the maintenance manual. "Some cleaning products are corrosive in nature and may cause damage to the product if used improperly. If the products described above are used to clean stryker patient care equipment, measures must be taken to ensure the beds are wiped with clean water and thoroughly dried following cleaning. Failure to properly rinse and dry the beds will leave a corrosive residue on the surface of the bed, possibly causing premature corrosion of critical components."